Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(6) (returned to omsc on 2015-06-10). However, the exact cause of the user's experience and the reported phenomenon could not yet be determined as the evaluation/investigation is still ongoing. As soon as the investigation results and final evaluation are available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that during a therapeutic laparoscopic donor nephrectomy procedure, the user facility staff noticed that a small part was missing at one of the valve tubing's connectors. It is unknown when exactly this damage occurred and whether a part was possibly flushed into the patient's body cavity. However, no pieces were found on the floor of the operating room, and an x-ray and CT revealed no foreign objects inside the patient. Therefore it was concluded that no fragment/part was flushed into the patient's body cavity. The intended procedure was reportedly completed by using the same valve tubing and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(6)(returned to omsc on (B)(6) 2015). The evaluation/investigation found the valve tubing with a damaged irrigation connector. At least one fragment/part is broken out and missing. Causal for this damage and the subsequent breakage of the irrigation connector is mechanical overload by the application of excessive force like impact, fall, shock or similar stress, or during connection and/or disconnection of the tubing set. Therefore this event/incident was attributed to abnormal use/off-label use and the case will be closed from olympus side with no further actions. However, the incident/phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata trained again on the correct usage of the olympus medical devices.